Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The device was not returned for evaluation, hence device evaluation could not be performed. However, imaging reviewed by a clinical representative, did not provide sufficient information for to determine a cause for the reported event. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar events at this time. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Event description:
It was reported that approximately 3 months post-implant of a bifurcated device and a suprarenal aortic extension, an occlusion in the limb of the bifurcated was identified. A follow-up computed tomography scan revealed occlusion in the limb of the bifurcated device. Reportedly, the patient was treated with a balloon expandable stent to address the occlusion. It was reported that the patient tolerated the procedure well.